Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient's wife has alleged that he has passed away due to covid, he did have irritation in the throat and short breath.there was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to the device's sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. In initial reports section b5 mentioned incorrect, correct b5 should be: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient's wife reported that the patient passed away due to covid. The patient's wife stated that the patient did have irritation in the throat and a short breath. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. The manufacturer previously submitted a report with incorrect sections b1, b2, h1, and h6. Corrections to the previous report are made in this report as follows: section b1 was corrected to adverse event. (Only product problem were captured in the previous report.) Section b2 was corrected to death to reflect the correct information. Section h1 was changed from malfunction to death.  In section h6, the health effect - impact code was corrected to reflect death and type of investigation, investigation findings, and investigation conclusions have been updated.